Event description:
It was reported that the patient has been having heart rates in 80s and 90s. The patient has discussed this with the physician and had understood the rates were "normal" but the rates continue and the patient does not tolerate higher rates and is not comfortable. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.